Event description:
It was reported that the pacemaker recorded a ventricular event due to sensing of noise. The noise appeared to be non-physiological and assessment of the right ventricular (rv) lead with a programmer was recommended. The rv lead remains in service.